Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy procedure, an error sound was heard during abrasion and the device was no longer activated. Another device was used to complete the procedure. When the device was checked, it was found that the blade was cracked. Then, as the blade was wiped outside the patient, it broke off. No pieces were left inside the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.